Manufacturer narrative:
Zimmer biomet (B)(4). Not provided and are unknown. Additional 510k numbers - k011028 and k013227.

Event description:
It was reported that an implant fractured and was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with mp-1 ha dual transition selective surface (tsvwh13) was returned for investigation. Visual inspection of the as returned product identified a fractured collar. There was presence of bone residue around the external threads of the implant due to usage. The reported device was located on tooth # 15 and had been implanted for approximately 13 years. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Pictures or x-ray images were not provided and no other information was provided. Complainant reported that the implant fractured. The reported event is confirmed. Per visual inspection, implant collar was fractured. A definitive root cause for this complaint could not be determined.

Event description:
It was reported that an implant fractured and was removed. It was reported that the patient an inflammation as a result of the fractured implant.